Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the reported product (siu) is a concomitant medical products and was already reported under (B)(4), therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during the first few moments of burring the femur in a ukr procedure, the navio threw an error stating that there was an internal cabling/drill console error. It was shut down and started over. When trying to reboot the navio, it resulted in error code 40000000000, also forcing shut down. The handpiece blew a fuse in the siu. The procedure had to be continued with s&n manual instrumentation with a delay of fewer than 30 minutes. No other complications were reported.